Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with irregular astigmatism and reduced acuity in the right eye post lasik. Patient noted blurry vision and has experienced a loss of best corrected visual acuity. The doctor discussed ectasia and advised the patient to see a corneal specialist for consideration of corneal cross-linking.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
Upon follow up, patient was referred for cross linking evaluation.